Event description:
A tandem mobi cartridge alarm was reported, which occurred during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the issue and arranged to replace the pump, ensuring the customer received a pump with updated software. The customer will continue using their current pump as backup therapy, and was instructed on returning the problematic pump and the procedures upon receiving the replacement.